Event description:
It was reported that during the implant procedure the delivery catheter was difficult to slit. The physician required the use of scissors to cut the catheter. The catheter split and part of the sleeve remained around the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).